Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the endostitch would not hold the needle after being inserted into patient's abdomen during laparoscopic duodenal switch. Another device was used to complete the case. There was no patient injury.